Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the pre-cleaning, manual cleaning, or automatic cleaning processes. The device was rinsed before manual disinfection. The disinfectant used is anioxyde 1000. All channels were flushed with and immersed into the disinfectant. The water used for rinsing is filtered. The concentration and expiration date of the disinfectant are controlled. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 09, 2024 sampling from: all channels cfu: 1cfu bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- scratch - bending section rubber glue --- separated - key top 1 --- pin hole - biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope suction channel and auxiliary channel tested positive for >100 colony forming units (cfus) of morganella morganii. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.